Manufacturer narrative:
The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the tip was slightly bent and drilled and the device failed cutter insertion. Therefore, the reported condition was confirmed. It was determined that the bent and drilled tip was due to user error by dropping or hitting the device against something. It was determined that the failed cutter insertion was due to worn bearings due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the craniotome device had an unspecified malfunction. During in-house engineering evaluation it was observed that the tip was slightly bent and drilled, and the device failed cutter insertion. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.